Event description:
The core impaction drill was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The device will be repaired and returned to the customer once the quality investigation is complete.